Event description:
Please see copies of letters/correspondence with hospital. No response from (B)(6) hospital's hqts (headquarters) or ceo (chief executive officer). For many years, I have lobbied and worked to improve and bring attention (globally) to improve lives of children, elderly lives. Have not been able to receive info from hospital, (B)(6) hospital - part of (B)(6). Very severe pain especially in upper arm where electric blood pressure machine was applied! Aftermath of lasting pain in arm and up to shoulder! Prolonged use of blood pressure machine while waiting at outpatient surgery center while waiting for spinal injection procedure and while at surgery. I begged and pleaded to remove machine/reduce pressure. Resulted in bruising and other consequences. Need better blood pressure device causing less pain! Hope to create awareness and promote awareness of FDA (food and drug administration) to affect change! No manufacturer's name and address; could not write to manufacturer.